Event description:
Treatment of an aneurysm located in the cavernous segment of the ica (internal carotid artery). The anatomy was very tortuous and this was the third attempt at embolization. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4.50mm x 25mm) released from the capture coil, but would not fully oppose the vessel wall. The physician decided to remove the pipeline by trapping the braid between the capture coil and the microcatheter. The physician noted that another embolization attempt will be made with the next generation of the pipeline. The patient was reported to be doing fine. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline was returned for evaluation without the pushwire as it was discarded. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the braid was found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).